Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient experienced an infection a few days after initial implant. As a result, surgical intervention took place on (B)(6) 2022 where the system was explanted to address the issue. The specific infection location was not disclosed. The patient was also put on antibiotics.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. The patient remains in the hospital and is receiving IV antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.